Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced multiple components including the sample syringe, the reagent syringe, the sample probe, and the degasser unit to resolve the issue. The primary failure mode could not be confirmed. Information not provided by customer. Phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous high patient results for glucose on their dxc 700 au clinical chemistry analyzer. The high patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.